Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted. Per tandem's user guide, "insulin should be at room temperature before filling cartridge."

Event description:
It was reported that the customer had high blood glucose levels (217 mg/dl). Customer does not load insulin at room temperature. He took a correction bolus to stabilize his blood glucose levels.